Event description:
The customer reported that during a gastroenterostomy, the device jaws could not be re-opened while applied to tissue. The surgeon resected the tissue directly adjacent to the jaws in order to remove them. There was no tissue damage, bleeding, or injury reported. The surgeon opened another instrument in order to successfully complete the procedure.

Manufacturer narrative:
(B)(4). To date, the incident sample has not been received for evaluation. If the sample is received or if additional info pertinent to the incident is obtained, a follow-up report will be submitted.